Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during orthopedic surgery, the generator suddenly failed and could not stop the bleeding in time. The intraoperative coagulation did not work and the consumables were replaced. The use was resumed after restarting. Blood transfusion was not necessary. Patient was not on any medications. Currently there are no issues on the patient's condition.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during orthopedic surgery, the generator suddenly failed and could not stop the bleeding in time. The int raoperative coagulation did not work and the consumables were replaced. The use was resumed after restarting. Blood transfusion was not necessary. Patient was not on any medications. Currently there are no issues on the patient's condition. The handpiece was replaced with a non-medtronic device using the same generator and the operation resumed normally.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during orthopedic surgery, the generator suddenly failed and could not stop the bleeding in time. The int raoperative coagulation did not work. The competitor's consumables were replaced, and the device was able to resume use after restart. Blood transfusion was not necessary. Patient was not on any medications. Currently there are no issues on the patient's condition. The handpiece was replaced with a non-medtronic device using the same generator and the operation resumed normally.